Event description:
On the evening of (B) (6) 2010, I started having problems with my freestyle navigator. My blood sugar dropped very low and I passed out. I don't know how low it went but I was in the 40s when I regained consciousness. The navigator never recorded by blood sugar being low. This event was previously reported to abbott diabetes care on (B) (6) 2010, but in light of their questionable business practices coming to light, I want to make sure this was actually reported. Dates of use: (B) (6) 2009 - (B) (6) 2010. Diagnosis or reason for use: # -type 1 diabetes, hypo-unawareness.